Event description:
It was reported that the implantable neurostimulator was explanted due to infection. The information reported the device was explanted on (B)(6) 2010; however, the manufacturer's device registry indicated system explant on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Lead: model 3888-45, lot# v343757, implanted (B)(6) 2010, explanted unk; lead: model 3888-45, lot# v343757, implanted (B)(6) 2010, explanted unk; lead: model 3888-45, serial# (B)(4), implanted (B)(6) 2010, explanted unk; extension: model 37082-40, serial# (B)(4), implanted (B)(6) 2010, explanted unk; adaptor: model 355031, lot# n241795, implanted (B)(6) 2010, explanted unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).